Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor experienced sudden power loss approximately every 30 minutes. The issue occurred during a diagnostic screening procedure. The procedure was completed using the same device and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the event "device powers down" occurred due to the faulty g1 board. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.